Manufacturer narrative:
It appears from the pictures we received from the physician that the bumper of the venting tube slipped from its position against the gastric wall to against the pylorus. The venting tube otherwise appears to be in tact, but we need to receive confirmation from the physician that this is so. The venting tube is designed so that an external bolster (provided in the venting tube kit) prevents the bumper from migrating. We do not know the status of the external bolster when the patient presented at the clinic, nor do we know if whether the patient "loosened" the external bolster causing the bumper to migrate. We have written and left telephone messages for the physician but have not heard back from her yet with respect to our questions. We will continue to try to contact her.

Event description:
A physician at (B)(6) memorial in (B)(6) reported that a patient who had the aspire venting tube placed to provide palliative treatment for small bowel obstruction presented with gastric outlet obstruction from the venting tube.